Event description:
It was reported that this right ventricular (rv) lead exhibited lead perforation and which confirmed via x ray, fluoroscopy and lead measurements. This rv lead was replaced with different model. No additional adverse patient effects were reported.